Manufacturer narrative:
Review of the system controller log file provided by the hospital confirmed the reported pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 02/16/2017 through 03/03/2017. Pump stoppages were noted on 03/01/2017 and 03/02/2017 and had corresponding low speed alarms, as well as fluctuations in pump power. These events all occurred while the system controller was connected to a tethered power source such as the power module or mobile power unit. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. X-ray images were submitted for review and were unremarkable. It was reported that during an onsite evaluation, the alarms were unable to be reproduced with external manipulation or upper body movements. The patient was placed on an ungrounded patient cable and remained ongoing on vad support. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced low speed and pump off alarms. X-ray images reviewed by the manufacturers technical services department did not reveal any obvious areas of concern on the driveline. During an on-site evaluation of the driveline on (B)(6) 2017, alarms could not be reproduced with external driveline manipulation or upper body movement. Two ungrounded power module patient cables were provided to the patient. The patient was asymptomatic. No additional information was provided.